Event description:
Information received regarding the explanted device notes that the patient presented for a follow-up not feeling very well. The device was not sensing and exhibited no atrial output.